Event description:
A nurse reported an intraocular lens was exchanged for a different brand iol due to the patient experiencing decreased visual acuity, glare and halos. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution, bent haptic, and optic damage were observed. No broken haptic observed. Results from the product history record review indicated the product met release criteria. The root cause could not be determined from the investigation. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the lens damage on the returned product is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 10/28/2011 and 11/04/2011 by phone, fax, and mail. A completed questionnaire was not received. (B)(4).